Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that the bulging of the housing caused the observed damage. This is a combined initital and final report.

Event description:
Battery could not be recharged appropriately. The dacapo power pack showed a bulging housing.